Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis of logs was unable to conclude a root cause of the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 9735736, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software logs were received and they are under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site stated that they were able to register the patient, but when they went into navigate, the instrumentation was not showing as tracking in the tracking view, even though the instrumentation was green in the emitter details. The site re-plugged their instrumentation in and the issue resolved. There was less than an hour delay in the case. No impact on patient outcome.